Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer planned to go the pharmacy to obtain an alternate method of insulin therapy.